Event description:
The customer reported that the system was rebooting itself without command. The system was shutting down and booting back up and was unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor board was replaced. The system was then found to be operating as intended.